Manufacturer narrative:
Rayner intraocular lenses limited reports the following investigation findings: our review of production records for the r-inj-04 injector batch b315 showed that all mfg and quality checks were conducted with successful results. All injectors released for distribution from this batch were within tolerance, met spec criteria and were without defects. A review of existing vigilance data from the month of manufacture of the r-inj-04 injector (july 2012) was conducted in order to determine if any trends existed. This review concluded that no other incidents, of a similar nature, have been received against the r-inj-04 injector batch b315.

Event description:
Rayner intraocular lenses limited received notification from the (B)(4) distributor of an event that occurred during use of a single use soft-tipped disposable injector (model r-inj-04). The event description provided indicates that the plunger stuck during implantation of the associated iol (ref. MDR report 961165-2013-000085) and that proximal rupture of the loading bay was observed. For further info please refer to rayner intraocular lenses limited's MDR report 9611165-2013-00084.